Manufacturer narrative:
Concomitant medical products: 419688 lead implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were contacted by their doctor's office and notified that there might be a problem with the cardiac resynchronization therapy pacemaker (crt-p). The crt-p remains in use. No patient complications have been reported as a result of this event.